Event description:
Had pro-lift at doctor's encouragement for bladder, rectum and uterus prolapse, immediately had acute abdominal pain and free fluid in abdomen 3 weeks after surgery, this went on for almost 6 weeks, doctors alternated between ovarian cyst and diverticulitis, both of which I have never had problems with, then 4 1/2 months later, after 4 rounds of antibiotics, reduced activities, went to gyn because mesh was exposed in bottom of vaginal opening. Doctor said give it time to heal. Hip pain immediately after surgery. Trouble walking, finally cleared up after 3 months. Then 11 months after surgery, severe hip pain again and pain in low back worse when standing, diagnosed with sacroileitis antibiotics, physical therapy. Still having rectal pain, pain when sitting, hip pain, abdominal pain, pain with sex. Then 14 months after surgery, noticed severe odor, vaginally, mesh still exposed, odor from there, discharge, go to doctor again. Fistula has formed, mesh exposed, infection. Doctor wants to operate to repair and hopes to alleviated infection. I am two weeks post-op. Have pain, some rectal, not nearly as severe. He said he sent mesh in to lab?